Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: no product or photo was returned by the customer. It was reported that there are priming issues. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 21119807 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08-nov-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris¿ smartsite¿ extension set was clogged. The following information was provided by the initial reporter: "l&d and ob emergency services is experiencing priming issues with 20159e extension set."